Manufacturer narrative:
Pharmaco vigilance comments: the serious expected events of vascular occlusion and swelling at implant site and non-serious expected event of pallor at implant site were considered possibly related to the treatment. Serious criteria included the need for urgent medical care and treatment with hylenex, aspirin, claritin, benadryl epipen and unspecified steroids. The potential root causes for the vascular occlusion include user error and known risk of intravascular injection during the treatment procedure due to the highly vascularized area. Potential contributory factors for the events include injection technique. The case meets the criteria for expedited reporting to the regulatory authorities. Engineering evaluation: the information in this single case does not suggest involvement of a nonconforming product, or quality problem and will not initiate a corrective, or preventive action. Manufacturing narrative: the reported lot number was valid.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 22-oct-2020 by a nurse practitioner, which refers to a (B)(6)-year-old female patient. Additional information received after initial call review. The patient medical history included asthma. The patient had no known allergies. The patient does not routinely use any other products, or medications. The patient had previously received treatment with unspecified fillers by another provider. Hcp was dubious about authenticity of fillers used by previous injector. She believed the fillers were bought from overseas. On (B)(6) 2020, the patient received treatment with 0.6 ml restylane refyne (lot 18133), 0.1 ml to lower and 0.5 ml to upper lip with unknown needle type and injection technique by a nurse practitioner. Same day, on (B)(6) 2020, while injecting into the upper lip, hcp noticed 2 small white spots (implant site pallor) on the cupid bows, which she thought as possible vascular occlusion(vascular occlusion). The patient also experienced upper lip swelling(implant site swelling). The hcp dissolved the product with 200 units of hylenex [hyaluronidase] and gave the patient, 1 aspirin [acetylsalicylic acid] , 2 redi-tabs of claritin [loratadine] and 1 benadryl [diphenhydramine hydrochloride]. The area continued to swell up into the cheek area. The patient did not had breathing, or swallowing problem. The swelling was not resolving, so the hcp called 911 and the patient was transported to the hospital where she was treated with an epipen [epinephrine] and unspecified steroids (delivery method unknown). The patient remained in observation for 3.5 hours. Hcp spoke with patient and the events were resolved. Outcome at the time of the report: possible vascular occlusion was recovered/resolved. Swelling was recovered/resolved. Small white spots was recovered/resolved.